Manufacturer narrative:
The complaint was received from a (B)(4) distributor. The "broken" packages were discovered during incoming inspection at the warehouse before distribution to the customer. Only one complaint sample has been received. Photographs of some of the alleged "broken packages" were sent. An initial investigation and analysis is in process at this time. Additional information:lot#: 11045839, exp date: 3/1/2018, device MFR date: 8/2013.

Event description:
Broken packages.

Manufacturer narrative:
The complaint was received from a distributor in (B)(4). The "broken" packages were discovered during incoming inspection at the warehouse before distribution to the customer. The unopened returned sample was examined and a small hole in the upper left hand wall of the tray was observed. An engineering study was performed and a possible root cause on this issue was identified. Further evaluation of this issue is still in process. A hhe (health hazard evaluation) has been initiated. This complaint is the first issue of this type from this manufacturing machine. There have been no reports of infection or patient harm. The product label caution the user to not use the product if the package or product is damaged, and the holes are large enough to be seen on visual examination.

Event description:
Additional information: broken packages.